Event description:
Reporter stated that a neonate's blood glucose was measured, using the performa system, with a result of 29 mg/dl. The neonate's blood glucose was reportedly tested, on a laboratory instrument, with a result of 72 mg/dl. An additional comparison was reportedly performed with neonate's blood glucose measuring 30 mg/dl, on the aviva system, and 67 mg/dl, on the laboratory instrument. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for eval.

Manufacturer narrative:
The event occurred in another country.